Event description:
The following was reported to davol by the patient: on (B)(6) 2004 - patient was implanted with bard flat mesh during right inguinal herniorrhaphy. On (B)(6) 2007 - patient was implanted with a perfix plug during left inguinal herniorrhaphy. The patient reports that he has experienced complications with both mesh including sharp pain at the surgical sites since the time of implant recurrence.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient reports complications since implant which include pain and recurrence. Recurrence is an known possible adverse event listed in the IFU. No medical records or lot have been provided. Without a lot number a review of the manufacturing records could not be conducted. We have requested that the patient provide davol with some additional information. Additionally, the mesh remains implanted. With the currently available information, no conclusion can be drawn. This MDR includes all patient, event, and device information davol has received to date. If additional event, and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00145 for information related to the bard perfix plug alleged to have been implanted on (B)(6) 2007.